Event description:
Patient admitted to hospital for surgical treatment of left leg fractures after struck by car. During convalescence, the patient suffered cardiac arrest and died. Autopsy conducted which did not reveal a definitive cause of death, but showed probable pneumonia and emphysema, possible plumonary thromboembolism, severe coronary artery and generalized atheroma. Pacemaker has been sent to the tga for testing. The pacemaker was examined in the tga lab. Conclusion: "the pacemaker was performing as intended". Request has been made for an analysis by the manufacturer. This incident has been reported to the tga. This device was used with a: selox st, MDR 1028232-2006-0159 and philos dr, MDR 1028232-2006-00157. The devices have been analyzed separately.

Manufacturer narrative:
MDR ous. The analysis did not reveal any sign of a material or manufacturing problem. The cut is probably caused by the explantation procedure. Based on the analysis results a replacement free or charge can not be given.